Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('im having hysterectomy to remove hell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("abscesses an infection"), tooth loss ("lost a tooth"), trigeminal neuralgia ("trigeminal neuralgia"), vestibular disorder ("vestibular disorder") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, infection, tooth loss, trigeminal neuralgia, vestibular disorder and fibromyalgia outcome was unknown. The reporter considered fibromyalgia, infection, medical device removal, tooth loss, trigeminal neuralgia and vestibular disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I¿m having hysterectomy to remove "profanity", abscesses an infection , lost a tooth, trigeminal neuralgia, vestibular disorder, fibromyalgia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.